Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor was indicating that the speaker was defective; it was showing a loudspeaker error message, and the speaker did not produce sound. It is unknown if there was any adverse event or patient harm. Further details were not available at the time this report was due.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.